Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) of 357 mg/dl due to a loose cartridge connection on the ilet, resulting in insulin not being delivered. A complete supply change was performed, and bg began to decline during the call. The user reported feeling worried and nervous but had no other symptoms. No medical intervention was required, and bg correction was in progress at the time of the call.